Manufacturer narrative:
The device was returned to the customer for eval. The complaint was confirmed. The switch shaft assembly, top bearing bracket and cord guard were replaced and the device was returned to the customer.

Event description:
It was reported that the power switch on the cast cutter was sparking. There were no delays or injuries to a pt or user. The customer could provide no further info on the event.